Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the mcm20 instrument was not working properly. The device would not fire when the surgeon went to fire it. The case completion and pt consequence was not recorded by the hosp. The device was discarded.